Event description:
The manufacturer received information regarding a dreamstation2. The patient alleged that the device is overheating and making a crackling noise. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.